Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of backup operation. The root cause of the complaint was a power on reset. It was also discovered that the output circuitry of the device was damaged which could cause erroneous impedance measurements. No further anomalies were found.

Event description:
It was reported that the implantable cardiac defibrillator exhibited an output anomaly with high lead impedance measurements and was in backup operation mode. The device was explanted.